Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. Transmitter was not requested to be returned for evaluation as it was still being used by the user. Based on the analysis, there may have been temporary mismatch between the sensor readings and fingerstick measurements on december 2. 2021. This could not be confirmed as the fingerstick measurements were not entered in the system. 2 weeks of glucose plot, leading to the events reported on december 2, displays there were good agreement between the sensor readings and fingerstick measurements. The sensor diagnostics data during the reported events on december 2 did not indicate any anomaly of the sensor. The sensor performance was within expected parameters. The hypo alert was not asserted because the sensor readings did not cross the low alert threshold. The recent glucose plot (between january 1 to january 14), at the time of the analysis, shows there is good agreement between the sensor readings and fingerstick measurements. The issue could not be confirmed during the investigation.

Event description:
Senseonics was made aware of three hypoglycemia events. Patient reported that these event occurred on 02-december-2021. Patient provided the following examples. Example 1: 11:00 am (bg - 60 mg/dl) (sg -152 mg/dl); example 2: 5:10 pm (bg -65 mg/dl) (sg - 134 mg/dl); example 3: 9:00 pm (bg - 54 mg/dl) (sg - 96 mg/dl). Patient felt symptomatic but did not provide any details. Patient complained to have not received low glucose alerts or transmitter vibrations because the sensor glucose (sg) value did not cross the low alert threshold which was set at 70 mg/dl. Patient did not require any medical attention and was able to resolve the issue by drinking something and eating a small meal.